Manufacturer narrative:
Vyaire medical file identification: (B)(4). The unit was not returned for evaluation. The log files indicates the alarm 241 blower temp high was triggered 99 times between 09-dec to 04-jan and alarm 240 blower temp too high was triggered 45 times between 09-dec to 26-dec. The root cause of failure was due to user fault. The blower was over heating due to lack of maintenance/filter exchange combined with not reacting on the blower temperature alarms that eventually caused the damage of the blower unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 alarms 316 "blower failure" during setup prior patient use. There was no patient involvement associated with the reported event.